Event description:
Device malfunction: difficult to deploy thumb advancer, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during the thumb advancer deployment, resistance was encountered. After the clip delivery button was activated, the clip deployed in subcutaneous tissue. The clip was removed with hemostats and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. A nick-n-spread was not performed and the puncture site was high above the inguinal ligament. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Evaluation summary: the IFU states "warning. Do not use the starclose vascular closure system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site." "Closure procedure: it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible."